Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient suffered from 3rd degree burn on the face around the nose. Upon testing of the devices, it was seen that the generator had current leakage under the following settings: "ative", function pure cut - 329ma "ative", function coag - 196ma dispersive, function pure cut - 250ma dispersive, function coag - 63ma. Also the pencil was arcing and sparking.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product was not included in the pictures provided. The picture showed burns on a patient. The reported condition was not confirmed because the actual device was not received. Without the product, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient suffered from 3rd degree burn on the face around the nose. Upon testing of the devices, it was seen that the generator had current leakage under the following settings : ative, function pure cut - 329ma ative, function coag - 196ma dispersive, function pure cut - 250ma dispersive, function coag - 63ma. Also the pencil was arcing and sparking and there was a fire present but extinguished by cloth. The analysis of the picture provided shows that the nasal cannula was burnt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient suffered from 3rd degree burn on the face around the nose. Upon testing of the devices, it was seen that the generator had current leakage under the following settings: ative, function pure cut - 329ma ative, function coag - 196ma dispersive, function pure cut - 250ma dispersive, function coag - 63ma. Also the pencil was arcing and sparking and there was a fire present but extinguished by cloth. The analysis of the picture provided shows that the nasal cannula was burnt.